Event description:
Reported non-delivery: the pump was programmed for tpn therapy with a 12 hour cycle 1 hour taper up, 1 hour taper down, and a total volume of 2500ml. According to the customer contact, the pt had reported missing two tpn cycles because the pump "did not infuse". The pt did not call the pharmacy until the morning after the second reported missed cycle. The customer contact is not aware if the pt rec'd any alarm alerts either night during cycle. The customer contact reported that the pt was hospitalized on 6/15/2000 with dehydration. Though requested, there was no add'l info available.